Event description:
Spv was implanted in (B)(6) 2013. At that time, it was easy to change the pressure settings but last month, when the surgeon was trying to change to 30 as the hypodrainage was observed, it was not possible to. Between 70-150, however, pressure change was possible. Since 70 was not low enough, they replaced the valve with a new one.

Manufacturer narrative:
Result at of analysis will be developed in a follow-up report.